Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported that an ophthalmic forceps would not close after it was removed from the package and actuated during surgery. Patient impact information is unknown. Additional information received clarified that the forceps would not close during a multiple procedure surgery to the patient's right eye. The surgery was able to be completed with no harm to the patient.